Manufacturer narrative:
(B)(4). The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that a merlin.net transmitter was not powering on. A burned dot was noted on the metal contacts. The device was replaced. There was no consequence to the patient.

Manufacturer narrative:
The reported field event of the transmitter¿s power indicator led not illuminating was verified; however, the burnt mark on the contact strip was not verified. The original ac power adapter was replaced and tested with a working ac power adapter. The unit was plugged into the working ac wall outlet and power on function was performed successfully. The test revealed that the original ac power adapter was defective.